Event description:
During a pci procedure the stent delivery system (sds) broke while inserting it into the copilot guiding catheter. The sds was removed without any problem. There was no reported pt injury. The pt was treated successfully with another cypher stent.